Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a placeholder. (B)(6) was used as the state as a placeholder.

Event description:
It was reported that bd insyte autog bc hub is cracked. The following information was provided by the initial reporter: we had a 22g bd insyte that was broken at the connection site, we tried three different extensions and found it was the catheter that was cracked and leaking. 3 dec: we had to stick patient again due to failure of catheter.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4080055. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.